Event description:
The device was during a laparoscopic gynecological procedure. Reportedly a component disengaged into the pt's cavity. The procedure was converted to an open procedure to retrieve the component.